Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related) factors, identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Zimmerbiomet complaint number (B)(4). DHR review was completed for the subject lot number (2017101500). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017101500) for similar events and no other complaint was identified. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Previously completed investigations for the inability to place implants into osteotomy have not identified any signals indicating potential manufacturing non-conformances impacting primary stability. With no signals indicating a systemic quality issue, no escalation to CAPA is required. See attached summary investigation. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was unable to be placed due to lack of primary stability. Bone loss was also reported. Tooth location 36.